Event description:
Customer initially called reporting high blood glucose level of 356. Troubleshooting was performed on pump. Customer called back stating that pump was not delivering insulin. Customer's blood glucose reading was 462 mg/dl. Assisted with performing the hp test. Test passed. Advised customer to call back for a replacement pump if they did not feel comfortable with current pump as it is under warranty. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.